Event description:
It was reported that the customer has not had an adverse reaction in the past 90 days in regards to the insulin pump. Customer stated that he got bit by a tick in (B)(6) and had to seek medical attention for that issue. Customer stated that the enlite serter is not releasing sensor after the 2nd button press. Customer stated that having to fit his finger between site and serter to assist the serter releasing the sensor properly. Customer was advised that the catch arm might be bent. Serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the has been completed. No conclusion can be drawn at this time. (B)(4).